Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and a virus. The customer's blood glucose reading was 1157 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.